Manufacturer narrative:
Additional information added to h6 and h10. Correction: cfn/fei# (B)(4). H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Alternate phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismax control unit, the patient coded and while attempting to perform blood restitution, the screen of the machine became frozen/unresponsive. The amount of blood loss was not reported. The patient outcome was not reported. No additional information is available.